Event description:
It was reported that the circulator's notes state that the device quit working and machine gave an error. Opened another device to complete case. Procedure unknown. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade cracked. An error code 5 / solid tone was noted during testing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."